Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07618 was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician was concerned with the lack of distal pulses and considered sending the patient to the lab for distal angio as the patient lost pulses at the limb. The patient's feet and extremities were slightly dusky. Unfortunately, the patient experienced hemolysis, due to internal bleeding and the results from the electroencephalogram (eeg) indicated the patient had limited/minimal brain function. The family withdrew care and the patient eventually expired.

Manufacturer narrative:
Section d6 : added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.